Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Return requested. Replacement camera shipped to site (B)(4) 2015. Medtronic investigation of returned suspect camera finds that the psu powered up with the amber fault light on. A check of the event log revealed a laser battery fault as well as low sensor voltage. Electrical failure - low battery voltage - system fault code. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic deep brain stimulation (dbs) representative reported that when booting the navigation system, the camera showed an amber fault light. In trouble-shooting, the medtronic representative went into admin and checked the ndi toolbox which showed the camera had a fault under hardware. This occurred at the beginning of the procedure and a second navigation system was used to continue. After a delay of approximately one hour, the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.